Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl. A correction bolus and manual injection were delivered to address bg. The customer alleged the pump was not delivering boluses. Tandem technical support reviewed the pump's history and found boluses were delivered. The customer acknowledged and continued using the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.